Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating the customer noticed medical fluid leaked from the bag to the inside of the cassette housing of a smiths medical cadd cassette. The reported event was noticed during pre-use check. It was also stated that when the customer attempted to draw medical fluid from the medication bag using a syringe, but could not do it. There was no patient injury due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returnd for analysis in a used condition. The returned sample was visually inspected, under normal conditions of illumination and no discrepancies were detected. During analysis, a syringe was used to infuse water into the assembly (ay) bag. During the test, a leak was detected inside the cassette. The sample was cut to inspect the bag. During the inspection, a tear was found on the bag. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.